Event description:
It was reported that two out of the four bolts securing the performix x-ray tube to the rotating part of the gantry sheared off. The tube remained inside the gantry. The pt and the technologist were unaffected.